Event description:
Attorney reported: (B)(6)2004 -- a composix kugel patch was used to repair pt's hernia defect. Thereafter, serious physical complications occurred which required subsequent treatment including but not limited to numerous surgeries. Since (B)(6) 2004, pt has suffered from serious physical complications, infections, lacerations, extensive adhesions, abdominal pain and has undergone more than three surgeries to repair the ongoing problems caused by the composix kugel patch.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all, pt's event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.